Event description:
It was reported that an ilet bionic pancreas experienced continuous glucose monitor signal loss from a dexcom g7 transmitter to the ilet while the dexcom mobile app continued receiving sensor readings; the user had removed the ilet for charging, and the ilet was restarted, after which the sensor communication re-paired within minutes. Symptoms included no physiological symptoms, with a contemporaneous blood glucose of 106 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education, including device restart and re-pairing guidance. Investigation of this case revealed transient loss of bluetooth communication between the ilet and the cgm with successful restoration after device restart and re-pairing. It was concluded that the device functioned as designed after restart and re-pairing and that the event was resolved with standard troubleshooting.